Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for examination. After physical review, it was noted a visible usage wear condition throughout the piece by normal use and servicing. It presented a wider guide's insertion orifice, hex tip is worn and visible edged deformed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the metaglene and inserter pt# 230787005, was stripped prior to the start of the case. It did not work during the case. We did not realize that this instrument was broken until the start of the case. Surgical delay of 10 minutes.